Event description:
Information was received from a consumer via a company representative regarding a patient receiving lioresal 250mcg/ml at flex doing 110.75mcg/day via an implantable pump. The indications for use were intractable spasticity and familial spastic paraparesis. It was reported that the patient fell and the pump was reported to have flipped. The environmental, external or patient factors that may have led or contributed to the issue was stated as the patient fell and the pump was reported to have flipped. Troubleshooting and diagnostics performed was the pump was interrogated and no issues were noted with function. The managing physician was consulted and there were no dose adjustments. The actions and interventions taken to resolve the issue was a pump pocket revision was completed on (B)(6) 2017. Per the reporter the pump interrogation indicated 4ml of drug left in the pump at the time of surgery, however, the physician withdrew 11ml prior to refill. No changes were made to the catheter. The issue was resolved and the patient¿s status was noted as alive, no injury at the time of the report. No further patient complications were reported or anticipated.